Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered incorrect personal profile settings, resulting in a low blood glucose (bg) level of 33 mg/dl and loss of consciousness. Customer's spouse administered glucose and provided soda to address bg, and called paramedics. Customer went to the emergency room (treatment provided was not known) and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.